Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1620c93ee, serial/lot #: (B)(4), ubd: 29-aug-2022, UDI#: (B)(4); product ID: etlw1620c93ee, serial/lot #: (B)(4), ubd: 25-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an unknown size aaa. During the index procedure, final angiogram showed a suspected endoleak around the level of the flow divider in the main bifurcation. Further ballooning of the neck and overlap zones was performed but did not show any improvement. An etcf2323c49ee was additionally implanted to re-line the graft. This resolved the issue and the procedure was completed. Per the physician the cause of the endoleak could not be determined, it was considered that the endoleak could be due to the presence of lumbar arteries and also a possible graft defect. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation the device returned with the thumbswitch in the off position. During visual inspection, the detachment site on the catheter is visible just distal to the anchor pockets. The hinge pins are visible and intact. The cutter returned attached to the distal end of the drive shaft and no damage noted. The detachment site on the housing is noted at the proximal end with frayed coils and edges. The flush window returned open with no damage noted to the nosecone. Due to the condition of the returned device no functional testing could be carried out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The subtype of the endoleak has not been confirmed. It was mentioned as a possible type ii, iii, IV and because of the uncertainty it was decided to reline the stent graft. It was unclear which device is associated with the endoleak but is possibly the bifurcate stent graft, it was reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the reported endoleak was confirmed on the films provided; however the exact cause and type could not be fully determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. A type ia endoleak appears to be unlikely as the endoleak persisted after movement of the catheter distally into the main body stent graft. While a type iii fabric endoleak cannot be ruled out, a type iii fabric endoleak would be less likely to have occurred at index. This appears most likely to have been an acute type IV blush endoleak caused by fabric porosity across a single fabric layer. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. It is also possible that a type ii endoleak from collateral vessel patency may have contributed to the contrast blush observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.